Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * are there photos available for visual analysis? No. The following information was requested, but unavailable: * were there any patient consequences? Please refer to the event description, other information requested is unknown. Investigation summary: according to the information received, it was reported that during the operation, the surgeon requested hemostatic gauze. The accompanying personnel checked that the outer packaging was undamaged and within its validity period. They opened the hemostatic gauze and found that its color and appearance (loose) were inconsistent with normal hemostatic gauze. This lot (tnf6287) previously reported under a previous complaint, has been confirmed in our internal system as having an invalid lot number and has been identified as counterfeit. Based on the investigation performed, it was determined that the product is counterfeit. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent right frontal parietal meningioma resection and dural repair under general anesthesia with endotracheal intubation procedure on (B)(6) 2025 and absorbable hemostat was used. During the operation, the surgeon requested hemostatic gauze. The accompanying personnel checked that the outer packaging was undamaged and within its validity period. They opened the hemostatic gauze and found that its color and appearance (loose) were inconsistent with normal hemostatic gauze. Stop using immediately after any abnormalities occur and reported to the head nurse. No adverse patient consequences were reported. Additional information was requested